Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: supplier: (B)(4) / packaged by: (B)(4) ¿ manufacturing date: february 25, 2008. Supplier lot: 066895 / synthes lot: 5716459. A material record report was generated during production for dimension ¿3¿ being out of specification. This non-conformance is not relevant to the complaint condition since the mating part still fits and does not affect form, fit, or function. A review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one (1) aiming arm, two (2) protection sleeves and two (2) wire guides malfunctioned during a left femoral nailing procedure on (B)(6) 2016. The protection sleeves and the wire guides were sticking together and required the use of pliers to separate them. The lock on the aiming arm would not hold the sleeves in place. As a result of the intra-operative events, the procedure was extended by approximately ten (10) to fifteen (15) minutes. The procedure was completed without further incident and with the patient in stable condition. Concomitant device(s) reported: trocar (part: 03.010.077, lot: unknown, quantity: 2). All parts were assessed for reportability. Based upon the provided information, the complaint against the aiming arm was determined to represent a non-reportable issue. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
The manufacturing date was reported in error in the associated field and within the DHR information on the initial medwatch. The correct manufacturing date for the device was february 26, 2008. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the returned devices were examined and the complaint conditions were unable to be replicated as the instruments were found to assemble, function and disassemble as intended. As the complaint conditions were unable to be replicated the complaint is unconfirmed. Per the technique guide, the recon locking aiming arm (03.010.048) is exclusively utilized in the titanium cannulated lateral entry femoral recon nail system and is attached to the standard insertion handle (03.010.045) for proximal locking. When using recon locking, the three-part trocar combinations (protection sleeve, drill sleeve and trocar) can be inserted into the aiming arm and advanced to the bone. Once in position the cams can be rotated to lock the protection sleeves in place. The trocars can be removed and guide wires placed allowing for screw measurement with the specialty locking measuring device (03.010.085) after the removal of the drill sleeve. Holes are predrilled with a 4.5mm/6.5mm stepped drill bit (03.010.078) and drill stop (03.010.079) and screws can be inserted with a t25 screwdriver (03.010.108). The returned instruments were examined and the complaint conditions were unable to be replicated. The protection sleeves and wire guides were able to assemble and disassemble as intended and both were able to lock into the aiming arm. As the complaint conditions were unable to be replicated the complaint is unconfirmed. No root cause was identified as the complaint conditions were unable to be replicated. A device history review was performed for the returned instruments¿ lot numbers and the following findings were identified: 03.010.048 lot 5796475: review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. 03.010.075 lot 5717430: a mrr was generated during production for undersized hole size. The device was found to mate as intended. 03.010.076 lot 5716459: a mrr was generated during production for a dimension being out of specification. The device was found to mate as intended. In each instance the identified mrrs did not impact fit/form/functionality. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.